Event description:
According to physician documentation: pt has had persistent lifestyle-limiting pain and discomfort since his total hip replacement. He has had squeaking, popping and persistent pain. According to the physician's documentation, he had the original hip replacement in 2007 with stryker implants, one of which has been recalled. He has been re-admitted to the hospital for explant and hip revision. Specific product info not available. Original hip surgery was not performed here. Dates of use: 2 yrs.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.